Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. Upon review, the patient's implantable cardiac monitor exhibited episodes of undersensing. The device was reprogrammed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2018 indicates that the patient's implantable cardiac monitor was removed on an unknown date due to noise. No further information was available.